Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. However, if the product is received at a later date, the investigation will be updated as applicable. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that during an idiopathic ventricular tachycardia ablation procedure with thermocool smarttouch sf (stsf) catheter, the patient experienced arterial/aortic dissection that required hospitalization. After mapping the right atrium and ventricle, the physician decided to gain arterial access with the stsf catheter to map in the left ventricle. After inserting through the femoral artery an arterial/aortic dissection occurred. The patient's blood pressure dropped, the patient was awake and complained of stomach pain, and stomach heat which led to the discovery of the injury. A code was called, and other physicians arrived. The catheters were removed, and the magnet was removed from the bed to provide room for fluoroscopy. The injury was confirmed by an angiogram and contrast. An hour later the carto 3 system was shut down and the case ended. The patients last know status was unstable. The event was discovered during use of the stsf catheter. The physician¿s opinion on the cause of this adverse event was that the patient's tortuous anatomy and inserting the stsf for retrograde access. The intervention provided was unknown, and discussion of an emergency computed tomography with contrast. The outcome of the adverse event was improved recovery. The patient required extended hospitalization because of stay in ccu for monitoring. The procedural activated clotting time was greater than 350 seconds. No transseptal punctures were performed during the procedure. No ablations performed during procedure.